Manufacturer narrative:
An event regarding crack /fracture involving an exeter stem was reported. The event was confirmed by a mar and a review of the medical records provided by a clinical consultant. . Method & results: device evaluation and results: visual inspection: visual inspection was performed as part of the material analysis report (mar), dated 20 june 2019. This inspection indicated: the parts were examined with the aid of a stereo microscope at magnifications up to 50x. The stem fractured at the neck. Damage was observed on the stem, consistent with the cement-mantle breakdown process in addition to the explantation process. Macroscopic surface features indicate that the fracture initiated on the superior surface and propagated inferiorly. Damage was observed on the articulating surface of the head, consistent with contact against a hard object. The proximal fracture surface of the stem was analyzed further using a scanning electron microscope (sem). Dimensional & functional inspection: not performed as the reported device was implanted and subsequently explanted. The device was returned damaged and in its current condition would not be an accurate reflection of its original manufactured condition. Material analysis a material analysis has been performed. The report concluded: the stem fractured in fatigue with the final fracture occurring in overload. Eds showed the stem was consistent with an astm f1586 alloy and the head was consistent with an astm 1537 alloy. Based on the given information, no identifiable materials or manufacturing discrepancies were observed on the surfaces examined. -clinician review: a review of the provided medical records and/or x-rays by a clinical consultant indicated:a review of the provided medical records and x-rays by a clinical consultant indicated: on (B)(6) 2019 a revision of the left total hip arthroplasty was performed for a diagnosis of fractured neck of the exeter prosthesis. The operative report describes general anesthesia and a posterolateral approach. The operative report notes removal of the broken head and neck, removal of the prosthesis, removal of the poly and placement of two additional competitor screws and a new liner, as well as a new cemented 44/0 exeter stem with a 26/plus-5 lfit v-40 head. Competitor cement was utilized to fix the femoral component and ¿good stability¿ was noted. Uncomplicated surgery was described. X-rays dated (B)(6) 2019 are an ap of the left hip and a lateral demonstrating the femoral stem and acetabular fixation is unchanged. The hip is reduced, however there is a displaced fracture transversely at the base of the neck of the femoral component. No examination of the explanted component or fracture surfaces is available. If during a previous revision surgery, a scratch was created on the lateral neck or if impingement with the competitor cup created a defect there, this could have represented a stress riser laterally that progressed to a fatigue fracture of the stem. Examination of the fracture surfaces could rule out this mechanism, as well as determine any potential material or manufacturing discrepancies that may have contributed to this event. The recurrent iliopsoas tendinitis was apparently due to acetabular component malpositioning. -device history review: could not be performed as lot code information was not provided. -complaint history review: could not be performed as lot code information was not provided. Conclusion: the stem fractured in fatigue with the final fracture occurring in overload. It is not known what the overload condition was, therefore root cause could not be determined. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
It was reported that a patient of exeter prosthesis is fractured at the neck. 2 additional operations have taken place. Revision operation is planned for (B)(6) 2019.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not returned.

Event description:
It was reported that a patient of exeter prosthesis is fractured at the neck. 2 additional operations have taken place. Revision operation is planned for friday (B)(6) 2019.